Event description:
The customer reported that the 9800 system left monitor went blank during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The supply regulator board and filament drive board were replaced. The filament and generator were calibrated and the camera connection repaired during the service call. The system was tested and found to be working as intended and put back into service.